Event description:
It was reported that the patient presented in-clinic device interrogation. A review of stored electrograms revealed inadequate capture and decreased pacing and defibrillation impedances exhibited by the right ventricular lead. Reproducible lead noise was also over-sensed. High voltage therapy had previously been deactivated via programming. No further interventions were made. The patient was stable.

Event description:
New information received notes that the right ventricular lead was explanted due to noise. The patient was stable before, during, and after the procedure.